Event description:
It was reported that during treatment, venous_pressure_low sounded, and the patient experienced cardiac arrest, and a "code 99" was initiated. It was reported that the dialysis needle dislodgement occurred when the patient moved while being turned and suctioned for a feeding tube. Approximately 1.5 minutes after staff exited the room, a low venous pressure alarm activated. The patient experienced significant blood loss. A mass transfusion protocol was initiated, and cardiopulmonary resuscitation (CPR) was performed for approximately 20 minutes; however, the patient expired. There was no alleged malfunction of tablo. It is not believed that the tablo device was the cause of this event; rather, the event was attributed to operator.

Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction or nonconformance that contributed to the reported event. Tablo instructions for use (IFU) warning and caution: the low venous pressure alarm may not occur with every disconnection or needle dislodgement. Check all blood lines for leaks after the treatment has started. Keep access sites uncovered and monitored. Improper blood line connections or needle dislodgements can result in excessive blood loss, serious injury, and death. System alarms may not occur in every blood loss situation. Outset medical, inc. Technical service engineer (tse) reviewed the system log with the procedure date of (B)(6) 2025 and found no issue with the console and console operated as intended. Furthermore, communication with the customer site clinical team determined it was operator related. A review of production records for this serial number did not note any related manufacturing nonconformances that would contribute to this event.